Manufacturer narrative:
A partial lead with the distal tip measuring 40.9cm was returned for analysis. Internal insulation abrasion was noted at 7.7-9.0cm from the distal tip. An rv conductor was broken at this location. Internal insulation abrasion was noted at 12.7-13.2cm, and 20.4-20.8cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the operating room for a generator changeout unrelated to the lead, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was explanted and replaced. No further information is available.